Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported that she experienced two problems with two atomizers that she purchased the medication cup latch would not remain closed, and the atomizers would not produce as aerosol to deliver the medication. Several attempts via email were made to contact the customer; however, the customer advised that npc discontinue all further communication with her.